Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight months post-implant, the implantable cardioverter defibrillator (ICD) system was noted to have a pocket infection. Antibiotics were administered and the device system is planned to be replaced in the future and remains in use. No further patient complications have been reported as a result of this event.